Manufacturer narrative:
(B)(4). Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the device is broken around the battery hatch. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.